Event description:
Patient purchased a sealed/untampered box of alcon clear care multiaction solution for use in contact lens disinfection. Patient and optometrist noted a strong vinegar smell from the solution and subsequently from the bottle. Ph test revealed acidic contents of bottle, where clear care is a 3% hydrogen peroxide solution and should have a base ph and no odor.